Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A return material authorization (RMA) was issued to evaluate the isi device. A review of the provided image was performed by an isi failure analysis engineer (fae). The image shows a force bipolar instrument with the conductor wire broken and the insulation melted near the force amplification pulley.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the force bipolar instrument had broken wires. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information on 03-jun-2026: there was no arcing observed during procedure. An erbe vio-dv generator was used with settings set on, monopolar cut: 4; coag: 4; bipolar coag: 4. No further information was provided.